Event description:
The nurse was squeezing the product in her hand when it exploded hitting her in the face, but she had glasses on. There was no harm to staff. Soap and water were used to remove the product from the skin.

Manufacturer narrative:
A sample was received for evaluation and the investigation determined that the sample received was already activated and defect reported was confirmed. The root cause was determined to be an incomplete top seal due to improper machine setup. Device history record review was completed on the reported lot v2s056, and the lot was manufactured and released in compliance with all requirements. No anomalies were found during review of the records. Cardinal health will continue to monitor complaint trends for this reported issue of burst and work to identify improvement activities to minimize reoccurrence.